Manufacturer narrative:
(B)(4). According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing an abscess had occurred while wearing the pod. Patient was inquiring about status of the delivery of their personal diabetes manager, as they use system (and take insulin) to control recurring cysts due to having addison's disease. Patient sought medical attention, had abscess drained by medical professional and was prescribed doxycycline; 2 capsules to be taken daily for 10 days.